Manufacturer narrative:
.

Event description:
It was reported that devices were implanted eight years ago with good results until the patient experienced a reaction to the metal. Revision surgery performed.